Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The front wall was replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the front wall was cracked. The unit was not in use, there was no patient involvement.